Event description:
Olympus fse reported an occurrence of 3 pts complaining of (2 pts diarrhea) and (1 pt abdominal pain). Two egd and one colonoscopy procedures were performed on (B)(6) 2009. Note: MDR 2150060-2009-00154 has also been filed. This is a single event.

Manufacturer narrative:
No other reported incidences from other cases performed that day. All 3 pts were treated at the hosp over the weekend for colitis sys (different scopes were used for each case). (B)(6), was at the facility to verify that the dsd's are functioning. (B)(6) stated "they used rapicide to disinfect and that the olympus fse took the print-outs from the dsd machine. Several attempts were made to get further info in regards to this incident with no success. If add'l info is received at a later date, a f/u report will be sent. This MDR and MDR 2150060-2009-00154 have been filed because the facility has two dsd reprocessors, however this is a single event.